Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that very high/low pressures were observed with the disposable pressure transducer used on a patient being treated with inotropes. The clinician reported high invasive blood pressure. The patient was in the prone position and relaxed. The arterial line was re-zeroed again without effect. The patient was treated based on the erroneous values, and when the medications did not help the pressures were checked via a noninvasive arm cuff, which did not give the same readings. The clinician noted that the damaged sets had several areas where the tubing seemed dented, as if something heavy had been squeezing the tubing together. There was no allegation of patient injury.

Manufacturer narrative:
We received one single dpt - vamp plus for examination. The reported event of "high/low pressures were observed with the disposable pressure transducer" was not confirmed. The dpt sensor zeroed and sensed pressure accurately on the pressure monitor. The pressure reading was stable during 8 hour pressure drift test. Electrical testing showed that both input and output impedance of the dpt sensor were within specifications. Zero-offset also met specification. The reported event of "damaged sets had several areas where the tubing seemed dented" was confirmed. As received the IV tubing had been cut and part of the cut IV tubing with the bonded drip chamber was not returned. The IV tubing was found pinched at multiple locations. The pressure tubings were still coiled with an attached paper band. The vented caps were still attached to the kit. No visible blood residue was noticed from the kit. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.